Manufacturer narrative:
Concomitant product: product ID 8703w, lot# l37095, implanted: (B)(6) 1996, product type catheter. (B)(4).

Event description:
Additional information received reported the cause of the event was unknown. There was no hospitalization as a result of this event and the patient recovered without sequela.

Event description:
It was reported the patient was scheduled for a refill appointment on (B)(6) 2013, and did not have the appointment because the clinic was not going to have the medicine until (B)(6) 2013. The refill appointment date was claimed to be 10 days past the three month refill date. The patient experienced itching beginning on (B)(6) 2013. The patient was going to return to the clinic on (B)(6) 2013 to have his pump refilled. The pump was delivering lioresal. Additional information had been requested, but it was not available at the time of this report.